Manufacturer narrative:
(B)(4) = device not returned. Additional manufacturer narrative: despite multiple follow-ups, the healthcare provider did not provide any additional information such as cause and date of explant, operative report, patient medical history, and device status for return. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Without additional information from the healthcare provider, no further investigation can be performed at this time. There has been no information to reasonably suggest a device malfunction.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' device was explanted and replaced by another edwards' tissue valve. The cause and date of explant was not provided. There has been no information to suggest a device malfunction.